Manufacturer narrative:
H3, h6. It was reported that, during a total hip replacement surgery, the polarstem modular head for 21000662 broke after impacting the head. Piece was recovered. The procedure was resumed, without any delay, using the same device. The device used in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 11 additional complaints reported for the same batch, and 24 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation do not lead to an accurately determined cause. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that, during a thr surgery, the polarstem modular head for 21000662 broke after impacting the head. Piece was recovered. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. Case-(B)(4).